Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/26/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2019 and suture was used. It was reported that the suture broke or the needle came off the suture. The procedure was completed successfully. There were no patient consequences reported.